Manufacturer narrative:
No critical pump error/open book image noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was beeping and had an open book on the screen. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.